Manufacturer narrative:
Additional information received for the outcome; the broken part could not be retrieved and the tooth was extracted. The investigation results are pending and will be submitted once it becomes available. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 3165; health effect - impact code - 4648. The correct codes for this complaint are: health effect - clinical code - 4831; health effect - impact code - 4624.

Manufacturer narrative:
FDA coding was missed in the follow up report submitted 6/14/2023. Adding type of investigation code 3331. This is a follow up report to add this additional code.

Manufacturer narrative:
Summary: the returned r-pilot file 25mm is broken in the active part (torque). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during dhrs review (batches #1737308, #1749976, #1749400 and #1750191). Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that r-pilot, 6x, sterile file broke during use. The broken part remains in the root canal. The outcome is unknown as of this MDR. Further information requested.